Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: all of the keypad buttons responded intermittently. There was no evidence of physical damage on the keypad observed. The keypad cover was removed and contamination was present under all the button contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons required multiple button presses and have been intermittently unresponsive for 6 months. The patient stated that the keypad buttons needed to be pressed at different angles. The patient reportedly wore the pump in a pocket and does not clean the pump. There was no reported negative impact to the patient as a result of the alleged keypad issue. This complaint is being reported due to the alleged keypad issue.